Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product was returned, and the low pump flow was confirmed. The root cause of the low pump flow was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella rp device for mechanical circulatory support. While on support, pump had no flow and placement signal numbers went extremely high. The p level was decreased and then increased back to the previous p level. The flows resumed and the patient was maintained on support. No harm to the patient was reported.